Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:results - visual inspection of the returned product found the lens torn from one haptic to the other haptic, into two pieces. A piece of one haptic was torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and upon ejection, the haptic ripped. The lens was removed with no patient injury and another same model lens was implanted. A suture was required. The reporter stated the cartridge was closed on the haptic during the loading process and was due to a loading error.